Event description:
A customer in (B)(4) reported the generation of electrolyte results that upon repeat were shown to be erroneously low. These results were reported outside of the lab and at this time there has been no report of a change to patient treatment. The customer stated that they generated the following chronology of results: original: na= 124; k= 3.3; cl= 92 mmol/l. Repeat: na= 137; k= 3.7; cl= 101 mmol/l. The customer also stated that the calibration and qc data was all within specification.

Manufacturer narrative:
An fse was dispatched to this account. The fse determined that the system contained a malfunctioning reference valve. The fse stated that he observed bubbles coming from the reference valve. The fse replaced the reference valve with the new valve (b37620) and no further issues were observed. A defective reference valve causes the relationship of pressures within the ise lines to become abnormal. This permits the intrusion of the reference liquid, which does not normally enter into electrode section of the flowcell. The reference liquid can mix with the sample liquid, resulting in erroneous results. The manufacturer reference number for this event is (B)(4).